Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿rupture¿, ¿ their ¿boobs are really sore, uncomfortable¿, ¿awkward to sleep, doesn¿t feel like they used to and doesn¿t feel right¿. ¿fluid around the implants¿ which needs to be drained. The device remains implanted at this time.